Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery reamer device would not turn anymore. It was unknown if there were any delays in the surgical procedure. A spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor seized, jammed and moved heavily and the motor and control unit were defective. It was further determined that the device also failed pretest for check power with test stand, minimum 190 to 250 watt, check the triggers and ecu (electronic control unit), change 10 times from forward to reverse at full speed, check the off/forward/reverse mode, check the battery coupling, check the cannulation and check the attachment coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly. .